Event description:
The advocate called on behalf of a (B)(6) customer. He alleged the customer's breeze2 meter was reading in mg/dl. The meter in question should have been reading in mmol/l. No adverse events were alleged. The meter is to be returned for evaluation. A replacement meter was sent to the customer.